Manufacturer narrative:
(B)(4) evisceration, surgical procedure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? Was the incision midline, low vertical or low transverse? How was the initial suture placed (interrupted or continuous)? What layer of tissue was the 1 vicryl plus used on? Can you identify the lot number of the vcp347h suture? What was the condition of the tissue (weak, diseased, normal)? What date did the patient present with symptoms? Was there any patient factor prior to symptoms (cough, fall, etc)? What was the date the patient had second procedure? Can you describe the appearance of the suture during second procedure? Were the suture knots intact and the suture broke? Were any photos taken of the suture during second procedure? What is the name of the surgeon? Is the actual or representative sample being returned? What are the patient age, weight, bmi and medical history? What was used to re-close the wound? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and the suture was used. Following the procedure, the patient experienced evisceration and, as a doctor indicated, the suture was cut right in the middle. It was also reported that the patient was re-operated without major complications. Additional information has been requested.